Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission reveal that the right ventricular lead exhibited noise oversensing. No interventions were performed. There were no patient consequences.